Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: 1.0, 3.4. The 3.4 was taken two minutes later on a different hand.

Manufacturer narrative:
Investigation pending.